Event description:
A malfunction was reported with the occurrence of malfunction code 12, which the customer noted had been happening multiple times a week since april. There was no reported impact to the customer's blood glucose level as it was unknown if it exceeded 500 mg/dl. The customer, with assistance from technical support, successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.